Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit intermittently fails pads test on opts check. There was no reported patient involvement / adverse patient impact.